Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications. The returned sample was evaluated and the foreign matter determined to be the calcium balanced lithium heparin (cblh) which is spray coated onto the inner wall of the syringe barrel. When the plunger is replaced in the syringe this can form the additive into small clumps as noticed by the customer. This is entirely an aesthetic feature and will have no real impact on the efficacy of the syringe. Conclusion: as this is deemed to be an extremely isolated incident of very low or no risk to the patient or end user, no action will be taken at this time. We will, however continue to monitor our complaint database for adverse trends regarding the reported defect.

Event description:
It was reported that bd preset¿ syringe with attached needle had foreign matter in the hub of the syringe. The defect was noticed before use on patients. No serious injury, no medical interventions.